Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii seal (4.5mm body was already cracked inside. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned on 06/18/2020. An investigation was conducted on 06/25/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was not returned in its packaging material. The delivery device was returned inside the loading device not in its normal position, with the white plunger not depressed and the blue slide lock not dis-engaged. The seal was observed to be inside the loading device window with the seal cracked on the outermost portion of the seal. The delivery device was removed from the loading device with the seal and tension spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device. While the seal was being removed, the seal became unraveled, but remained attached to the tension spring assembly. No visual defects were observed on the seal. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 in., the outer diameter was measured at 0.218 in. The length of the delivery tube was measured at 2.51 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "crack seal" was confirmed as well as for the analyzed failure "fitting problem".

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii seal (4.5mm body was already cracked inside. A replacement device was used to complete the procedure. The hospital did not report any patient effects.